Manufacturer narrative:
Title: "recurrence after microwave ablation of liver malignancies: a single institution experience" source: hpb, (365¿371), 2013. Article number: 15. Date of publication: 03 sept 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature, the aim of this retrospective study was to examine a monocentric experience with microwave ablation (mwa), with a primary hypothesis that primary tumour histology was a significant predictor of early recurrence. Seventy-two patients (43 female, 60%) underwent 83 mwa procedures for 157 tumours. Evident¿ mwa surgical antennae, evident¿ mwa pump tubing and chambers, valleylab¿ mw ablation generators and valleylab¿ mw ablation pumps were used for all procedures (covidien¿, formerly valleylab¿; boulder, co, USA), with the generator set to 45 watts. Morbidity was reported at 16% (13/83 total procedures) and while 5 complications were grade iii or higher per the clavien-dindo system, the specific complications were not reported. 90-day mortality was 1%, for 1 patient who died from ¿rapid progression¿ of metastatic carcinoid histology, 52 days after uncomplicated mwa with hemihepatectomy. By the end of follow-up (median 16 months) 31% (21/72) patients had died, though this was described in context of overall survival from the disease and not attributed to the procedure. Article: "recurrence after microwave ablation of liver malignancies: a single institution experience." Author: t. Clark gamblin. Year: 2013. International hepato-pancreato-biliary association.